Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user's hcp prescribed the user antibiotics, doxycycline hyclate 100mg, on (B)(6) 2023, to treat the infection at insertion site. The user was instructed by the hcp to stop using the system until the infection heals. The user resumed using the system on (B)(6) 2023, after confirming there was no more drainage coming from insertion site. Per case notes, the user is back in daily calibration phase with up-to-date information. The user had no additional concerns and was encouraged to contact customer care with any additional questions. No further investigation is required.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user reported yellowish drainage coming from the insertion site.